Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Cine video imaging was received by the facility, and following was observed: the thv was not between the alignment markers prior to deployment. During deployment, the inflation balloon began to inflate from the distal end, pushing the thv toward proximal or aorta direction. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve alignment difficulty and valve not between alignment markers and deployed were confirmed through the provided imagery. As reported, 'during valve alignment and fine adjust, the valve would not reach proper balloon positioning. The alignment wheel kept running out of travel space due to tension and the tortuosity. Multiple attempts were made to reset the wheel and perform valve alignment. The aorta was extremely tortuous, so it was chosen the straightest section, but it was not perfectly straight. It was still on a curvature but the best place to align'. Per training manual, 'if valve alignment is not performed in a straight section, there may be difficulties performing this step. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary'. Performing valve alignment in a non straight section of the aorta can result in higher than normal alignment forces, creating high tension in the system which can consequentially prevent the valve to be fully aligned between the markers. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in non straight section) may have contributed to the complaint event. Per training manual, the user is instructed to check to ensure the thv is exactly between the valve alignment markers prior to deployment. In this case, multiple attempts were made to correct the valve alignment without success due to patient tortuous anatomy and user decided to deploy the valve despite it being positioned off markers. As a result, the valve was not deployed evenly, resulting in aortic embolization and non target deployment. As such, available information suggests that use error (not follow instructions) may have contributed to the complaint event. The complaint for difficult to track system through anatomy was unable to be confirmed as no relevant imagery was provided for evaluation. As reported, 'valve was prepped and inserted through esheath without issue but once the valve exited the tip of the esheath in descending aorta, it became stuck and it was not possible to advance on a curve of the vessel. System was rotated slightly and the valve was able to advance'. It was also reported that the patient had tortuous anatomy. Patient factors such as tortuosity can contributed to tracking difficulties. The sub-optimal angles created by the patient's tortuous anatomy can lead to difficulty in tracking the delivery system through the aortic anatomy. The thv training manuals instruct the operator on proper introduction and advancement of the delivery system with crimped valve, including procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the ew devices. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. As such, available information suggests that patient factors (tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, once the valve exited the tip of the esheath in descending aorta, the valve became stuck due to tortuosity and it was not possible to advance on a curve of the vessel. The system was rotated slightly and the valve was able to advance. However, during valve alignment and fine adjust, the valve would not reach proper balloon positioning. The alignment wheel kept 'running out of travel space' due to tension and the tortuosity. Troubleshooting was done, and it was not perfectly aligned between the 2 markers of the distal marker, but the team continued. During valve deployment with rapid pacing, the balloon 'melon seeded' into the ventricle, and the valve embolized aortic on deployment, and moved aortic partially expanded. They managed to recapture the valve on the commander delivery system and pull it back to the descending aorta above the renal arteries. Once in place, the valve was post dilated and placed a stent to secure it. The patient remained stable throughout and the case was aborted.